Event description:
It was reported, the pt was charging the device more than expected. Impedance readings were low and out of range. The pt's right side was programmed 10-, 8+, 11+ and the out of range impedance of 71 ohms was on the 8-10 configuration. It was noted that one of the electrodes on the lead had a short circuit and was draining the battery. The pt was scheduled for a lead replacement. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).